Manufacturer narrative:
The device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a gastric intestinal embolization procedure, the catheter tip detached within the patient. The physician had acquired retrograde arterial access and had negotiated the patient's abdominal aorta in order to calculate the superior mesenteric artery [sma] to embolize the vascular hemorrhaging. While manipulating the guide catheter over a guide wire, the tip detached within the patient's artery. The physician then used a vascular snare device to successfully retrieve the catheter tip from the patient.

Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually. The complaint is confirmed. The root cause is attributed to the manufacturing process. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.